Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump until replacement pump is received.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the customer would use a backup t:slim pump until replacement is received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issue was found.